Event description:
It is reported that the surgeon implanted the incorrect size articulating surface. A "striped green g/h" was implanted instead of a "striped green c/d".

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Eval summary: cause of the problem could not be determined due to insufficient info. Eval: no product was returned for review. No lot number was provided; therefore, mfg records could not be reviewed.